Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was able to confirm the reported difficulty removing the protective sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that at a 3.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. During preparation prior to use the protective sheath was difficult to remove from the balloon. Therefore, the bdc was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.